Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the sensing integrity counters (sic) measured 1191 for approximately 8 months. The caller reported, she didn't see any oversensing on any of the non-sustained tachycardias or other collected episodes. Technical services suggested that the high sics could be double counted premature ventricular contractions or t-waves. Plan is to monitor trends closely though follow-up. No patient complications were reported as a result of this event.